Manufacturer narrative:
(B)(4). This is a report of a use error, where ¿the patient stacked up too many bags on the heater which caused a leak in the patient line of the cassette.¿ the homechoice and homechoice pro apd systems patient at-home guide indicates the following warning: ¿place the solution bags on a flat, stable surface. To prevent bags from falling, do not stack bags on top of each other. Falling bags can result in a disconnect or leak. Possible contamination of the fluid or fluid pathways can result if a fluid leak occurs. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak in an unknown cassette during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. It was reported that "the patient stacked up too many bags on the heater which caused a leak in the patient line of the cassette&#56224;on the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (1g every third day for two weeks) for peritonitis. Dianeal therapy remained ongoing. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.